Event description:
Sorin inc received information that this lead was implanted as part of a dual chamber pacing system. Upon interrogation the following morning, it was found that the lead had dislodged from the right atrium. Based on device testing and confirmed through x-ray, the distal end of the lead had relocated itself to just past the tricuspid valve in the right ventricle. The patient was brought back to the ep lab with the intention of repositioning the lead back to the right atrium and reusing the lead in the final system. The physician removed the lead from the device header, advanced a straight stylet to the end of the lead and attempted to retract the lead helix using the provided p-kit tool. Visual inspection appeared that the helix had retracted, but possibly not fully and lead would not dislodge itself from the cardiac tissue. The helix was then successfully re-extended, but then failed to retract at all. Gentle counterclockwise torquing of the lead body was attempted to free the lead from the tissue, but also failed. Upon further attempt to free the lead, while providing counterclockwise lead body motion, it was noted that the electrode spacing at the end of the lead had lengthened. This lead was capped and replaced.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.